Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification.the dhrs (device history review) for the libre reader and kit pack for verification of correct cable and adapter was reviewed. The dhrs showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack.all pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay with a replacement adc device. The replacement device was issued as customer had reported premature discharge of battery. Due to delivery delay, customer reported experiencing sweating and a loss of consciousness. The customer was treated with soda by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay with a replacement adc device. The replacement device was issued as customer had reported premature discharge of battery. Due to delivery delay, customer reported experiencing sweating and a loss of consciousness. The customer was treated with soda by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Reader was sufficiently charged. The reader was de-cased and no issues were observed upon visual inspection. Power consumption test was performed. All results were within specification. Therefore, issue is not confirmed due to fast draining battery not observed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay with a replacement adc device. The replacement device was issued as customer had reported premature discharge of battery. Due to delivery delay, customer reported experiencing sweating and a loss of consciousness. The customer was treated with soda by third-party. There was no report of death or permanent injury associated with this event.